Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. A loss of capture was noted. No patient symptoms were reported. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.